Event description:
It was reported that a patient was telling medical staff that the "system was not working". The specific date that this began was not know. It was noted that the patient was new to the facility and this was the patient first complain at that facility, but the records indicated that the patient had made the same complaint at other facilities and the implantable neurostimulator (ins) had been "fine". There was no known accident or incident related to the event. Further troubleshooting was not possible due to lack of access to the patient. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la7240, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was further reported the patient did not have stimulation sensation. It was stated there was a loss of therapeutic effect. It was noted there was no known accident or incident related to the complaint. It was stated the patient had not had stimulation sensation for over a year. It was noted they had tried using the patient programmer to communicate but they had no response. It was noted they had tried new batteries in the patient programmer but they did not remember hearing a beep or seeing all of the lights light up. It was stated due to the age of the implant, an end of service (eos) battery was suspected.

Event description:
Additional information received reported that the patient had no stimulation sensation and that it had been ¿maybe 2 years¿ since stimulation had worked. It was noted that the patient¿s mother reported that the patient was ¿bleeding from the rectum¿ and asked if that could have been caused by the stimulator device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery had not been working or a year. It was noted that they suspected the battery had run out of power. The issue was that the patient was incarcerated. The caller stated the patient was currently taking tylenol but had ¿bad¿ kidneys and was ¿passing blood.¿ the caller was unsure if the patient had a programmer. The caller noted that the patient was getting out in 2016. Additional information received reported that the patient¿s family member had no information if the patient had ever seen a hcp while incarcerated. As far as the family member was aware the medical staff had not called the manufacturer representative to have the device checked.

Event description:
Additional information received reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. The caller stated that none of the lights on the patient programmer were working but noted that they were not with the patient to verify that they had put new batteries in the programmer. It was noted that the caller had expected a call from the manufacturer representative but had not heard back. The caller noted that they were not going to call ¿nas¿ and would advise the patient to would advise the patient to wait until they exit incarceration. The caller noted that it would be ¿extremely difficult¿ to get someone into their the patient¿s facility and as a result was going to use the programmer manual to see if they could determine where the implant was located. It was reviewed with the caller if nothing but the patient programmer battery light comes on it was likely dead.